Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case #24: the procedure was to treat lesions in the proximal right coronary artery (rca) and the proximal left anterior descending (lad) artery. The patient presented with an st myocardial infarction. The rca was pre-dilated with a 3.0 x 15 mm balloon at 12 atmospheres (atm), followed by implanting a 3.5 x 12 mm absorb scaffold and post-dilatation was done with a 3.5 x 8 mm balloon at 22 atm. The lad was pre-dilated with a 2.5 x 15 mm balloon, followed by implanting a 3.0 x 18 mm absorb scaffold at 12 atm and post-dilatation was done with a 3.0 x 12 mm balloon at 16 atm. The patient was placed on dual antiplatelet therapy of ascal and clopidogrel. Angiography confirmed late scaffold thrombosis in the 3.5 x 12 mm absorb scaffold in the rca and the patient died a cardiac death. No additional information was provided.

Manufacturer narrative:
(B)(4).